Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) and was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts.